Event description:
It was reported that a device was used during an unknown procedure. It was reported that the trocar is supposed to retract blades after going through the abdominal fascia, but it did not. There was a bowel, mesentary, and common iliac artery laceration requiring emergency resuscitation and repair of vessels. Pt is okay. The account has requested anonymity and will not release additional info or contact info.